Manufacturer narrative:
Evaluation: method - device history report review. Results - device history report review: evaluation of the manufacturing, packaging and sterilization of lenses produced under work order has shown no irregularity found in the raw materials, manufacturing, sterilization and packaging which would have contributed to the root cause of this complaint. After reviewing the complaint file, product evaluation, device history record and performing a root cause analysis, quality engineering concludes that the most likely root cause of a bent haptic would have been from user error or surgical manipulation at the facility. Conclusions - (no conclusion can be drawn): the lens pertaining to this complaint was not returned for evaluation. Based on the complaint history and work order search and device history report review, a specific root cause of this event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens into patient's right eye. The loop haptic would not expand after insertion. The physician decided to remove the lens and implanted a backup lens. There was no patient injury. Possible lens malfunction.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4) - no consequences or impact to patient; (loop haptic would not expand). Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaint was found within the same work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).